Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the damaged graphic user interface (gui) to breath delivery (bd) cable to resolve the issue. The device passed all tests, calibrations and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator became inoperative. There was no patient involvement.